Event description:
I was at work when all of a sudden my body started to ache so bad. I didn't know what was going on, I just knew that all of a sudden I could barely walk, my whole body felt like it was on fire. My daughter came to pick me up from work and took me directly to ER. They could not find anything wrong, all they did was pain control. Since then my pain in my entire body is constant. I have pain shooting up and down my back, I have constant migraines, my arms and legs go numb very easily. I am unable to keep a job due to always going out of work due to not feeling well. I have been hospitalized once due to symptoms of stroke, but it was determined not to be. I believe that essure may be the cause of all of this happening to my body. My life is slowly going downhill, I have put my family in financial straights due to this illness. Please help us. (B)(4).

Event description:
Additional info received from the reporter on 07/03/2014: I had the essure procedure in (B)(6) 2010. I have severe depression because of all the pain my body is going through. I have gone to the e.r. So many times for headaches, bodyaches, depression....I currently am experiencing spasms throughout my body, it feels like electric shocks going up and down my legs and up through my spine.